Event description:
Suture removal kit was obtained by pa from smaller supply room in front of sicu for patient care. Kit obtained was unopened and in original packaging with no evidence of tampering, no items were noted in kit upon opening (forcep and scissor). Empty unopened package was found.